Event description:
During the course of an abdominoplasty pt experienced a left axillary burn. Cause of burn was arcing of spark caused by contact of metal clamp with punctured bovie wire. A metal allis clamp was used which is being replaced by all plastic clamps.